Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under the "contrast" and "down" button contacts. The "up" button contact was found to be misaligned. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under the "contrast" and "down" button contacts. The "up" button contact was found to be misaligned. The keypad was found to be intact. All of the keypad buttons were found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.